Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 200 and 129 mg/dl. Tests were done within 10 minutes. No furter information has been reported.